Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s blood glucose level was 422 mg/dl. Customer also mention their blood glucose level below 50 mg/dl. Customer also stated that their transmitter was not connecting to the insulin pump. It was unknown that the auto mode feature was active or not. Customer declined /unable to troubleshoot. No further complications were reported. The device will not be returned for analysis.